Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved was not received for evaluation; however, photos were provided and based on the photographic inspection leaking was confirmed. It should be noted, that although the reported defect was confirmed, without the actual sample or lot number, a full investigation could not be completed at this time. All available information regarding this occurrence has been forwarded our mrb business unit leaders in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during chemotherapy with fluorouracil (5fu) the product leaked. No injury reported.